Event description:
As reported, in 2008, this patient was implanted with a gore tag thoracic endoprosthesis. Three days later, a reintervention was performed due to a type 1 endoleak. An additional device was implanted. The patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.